Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "doesn't detect an open door" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation found the processor printed circuit board (pcb) failing; however it is not a potential cause of the reported problem. Processor pcb will be replaced but no action required to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize an open door during testing in the biomedical service department. There was no patient involvement. No additional information is available.